Event description:
It was reported by service report that the fowler would drift with weight applied. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Fowler; gas spring trip.